Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the attachment was blocked. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the mechanics on the electric pen drive device were corroded and had cracked needle bearings. It was further determined that the drive shaft, swinging fork, bearing cup and ball bearing were defective, the attachment was also blocked and the device failed the test of "free movement". It was noted on the service order reported that the device overheated. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.